Event description:
It was reported to philips that the heartstart xl+ device failed the self test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective battery. The reported problem was confirmed. The device was operational after replacing the battery. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.